Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain. Use error, tidal uf removal set too low. The device was subsequently forwarded to service. A labeling review found the patient at home guide to be adequate for this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 4412ml. The fill volume was 2500ml; this meets iipv criteria. Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse the patient was in (B)(6) all winter until (B)(6). The nurse stated that the patient has not reported any symptoms of overfill to them. The patient has talked to the nurse since he returned from (B)(6); however, he has not mentioned any symptoms or issues with therapy. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.